Event description:
Patient was post-op the day after getting a bedside tracheostomy. It appears the tracheostomy tube is defective. The tube itself is intact but it is no longer attached to the plastic flange. It went to the operating room for a tracheostomy revision.